Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: the carefusion factory service department inspected the unit and was unable to duplicate the reported issue. While set at 40%, the delivered fio2 was within specification. During testing, an additional problem was discovered in which while set at 21%, the delivered percentage was slightly out of specification. The blender within the component was replaced to resolve the issue. No further investigation is needed at this time.

Event description:
The customer reported while using the avea ventilator, the delivered fraction of inspired oxygen (fio2) percentage was out of specification. While the device was set at 40%, it was delivering 100%. The customer stated there was no patient associated with this event.

Manufacturer narrative:
The carefusion failure analysis lab inspected the unit and was unable to duplicate the reported issue. The gas delivery engine (gde) was ran on user mode and the unit operates normal with no alarms or malfunctions. No failures were detected during all testing.